Event description:
It was reported that during use, a leak was noted coming from the quart filter in the circuit. It appeared to be in the vicinity of the bypass loop mechanism. The leaking unit was cut out and replaced. (B)(4).

Manufacturer narrative:
Maquet cardiopulmonary (B)(4) is aware of similar complaints from this product. Similar products, showing a similar malfunction have been tested. Tightness testing has been performed on the sample. Leakage between housing and cover could be confirmed. The most probable route-cause is poor glue connection at the housing. Additional information: the product mentioned under is a tubing set with contributing design function to the affected component (quart filter) is registered under 510(k): 5001787. A supplemental medwatch will be submitted if additional information becomes available.